Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the usm due to the 23068 error. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The usm was analyzed, and the reported issue was confirmed, but not replicated. The usm was tested on an in-house system and triggered errors 32099, 906, 23202, and 26005. The usm was also tested on the patient side cart fixture platform test (pfpt) and passed all tests. Upon further investigation, there was no fluid intrusion or physical damage. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called the technical support engineer (tse) and stated that they were getting repeated faults on universal surgical manipulator (usm) 2. The tse reviewed logs and confirmed faults on the usm. The tse advised the customer on reseating the sterile adapter. As the tse was explaining troubleshooting steps, phone audio cut out and the tse got disconnected with the customer. The tse attempted to call the customer back but was unable to reach them. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.